Event description:
Per the audiologist, the pt presented at the clinic reporting pain in the implant area. Testing done at the clinic showed there was no response on neural response telemetry tests and the pt could not hear with the cochlear implant system. The results of an integrity test done in 2008 showed the normal stimulator/receiver function with multiple short circuit electrodes. Reimplantation is recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.